Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device triggered an alert due to the related right ventricular (rv) lead exhibiting high, out of range impedances. The latitude (remote monitoring) summary report showed a previous trend of normal range between 490-620 ohms; however, there has been an increase in the impedances in the past several months. The most current recorded value is 1349 ohms. It was noted that there are no artefacts seen on the presenting electrocardiogram. Further review with a programmer was recommended, including provocative maneuvers to assess the rv lead. This device remains implanted and in service. No adverse patient effects were reported. Additional information: this device still remains implanted and in service. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device triggered an alert due to the related right ventricular (rv) lead exhibiting high, out of range impedances. The latitude (remote monitoring) summary report showed a previous trend of normal range between 490-620 ohms; however, there has been an increase in the impedances in the past several months. The most current recorded value is 1349 ohms. It was noted that there are no artefacts seen on the presenting electrocardiogram. Further review with a programmer was recommended, including provocative maneuvers to assess the rv lead. This device remains implanted and in service. No adverse patient effects were reported.